Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog. The t:slim x2 pump user guide states that the pump is intended for the subcutaneous delivery of insulin, at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the 1 year old customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 200-520 mg/dl with ketones and insulin injections were administered to address the bg level. Two different types of infusion sets were used and the occlusions reoccurred. The contact decided that insulin injections would be used to manage diabetes. As the occlusions had occurred in the past, a pump system check was unable to be performed to determine a possible cause of the occlusions. Tandem customer technical support (cts) reviewed the pump logs and found that humalog was being used in the cartridge for longer than the labeled 48 hours. Cts informed the contact of the log review findings. The contact acknowledged the information.